Event description:
It was reported that this patient's right shoulder dislocated, poly disassociated. Surgeon replaced glenoshere, tray and constrained liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitant devices: 320-01-46 - equinoxe reverse 46mm glenosphere (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). The revision reported was likely the result of dislocation and disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components and prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.